Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A supplemental report will be submitted when subsequent information is provided.

Event description:
It was reported that while in use in a patient, condensation was noted in the helium tubing on the cardiosave intra-aortic balloon pump (iabp) along with a "gas loss" message. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy, it is not critical to remove the condensation. There was no injury or harm to patient and no adverse event reported.

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, g4, g7, h2, h10.

Event description:
It was reported that while in use in a patient, condensation was noted in the helium tubing on the cardiosave intra-aortic balloon pump (iabp) along with a "gas loss" message. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy, it is not critical to remove the condensation. There was no injury or harm to patient and no adverse event reported.

Manufacturer narrative:
The facility's biomedical engineer has advised that the original complaint did not indicate issues with the iabp and that the issue was due to the catheter that may have been faulty or damaged at insertion. Aside from inaccurate diastolic systolic readout from the catheter, it functioned properly. The biomed further advised that the iabp has been used clinically since that incident without alarms or issues. In addition, we were also advised that a preventative maintenance may have been performed since this incident occurred on june 25th.

Event description:
It was reported that while in use in a patient, condensation was noted in the helium tubing on the cardiosave intra-aortic balloon pump (iabp) along with a "gas loss" message. The iabp was able to restart without alarms. The condensation was described as droplet, the getinge technician advised the customer to press the iab fill button several times in order to remove the condensation; however this was not successful. The getinge technician advised the customer that without alarms interfering with therapy, it is not critical to remove the condensation. There was no injury or harm to patient and no adverse event reported.